Manufacturer narrative:
Patient information requested but not provided. Product information requested but not provided. As the serial number is unknown, the expiration date cannot be determined. Implant date requested but not provided. Device was not reported to be explanted. PMA/510(k) is unknown as the model number was not provided. Device manufacture date cannot be determined because the serial number is unknown. Device was not explanted, therefore, is unavailable for evaluation. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient experienced intolerable glare post implantation of the intraocular lens. Physician will only provide additional information if the patient has the lens explanted. At the time of the report, there was no secondary procedure scheduled to explant the lens.